Event description:
During a ptca treatment procedure, the choice pt guidewire fractured. The physician was advancing a balloon over the wire and the wire snapped outside of the pt at the touhy. The pt was asymptomatic during this event. The choice pt guidewire was removed without incident. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.